Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced feeling dizzy, headache, and nausea. The cgm was reading 41 mg/dl and the bg reading was 500 mg/dl. The patient drove herself to the hospital. At the hospital, the patient was treated with unremembered medication including anti-nausea medicine. The patient stayed at the hospital for 6 hours and was discharged after that. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.